Event description:
In 2009, a pre-insertion microscopic review of 24 acrysof iq iol implants manufactured by alcon laboratories inc. Were found to be defective, i.e. Nicks/depressions noted on surface of lens. An additional 4 lenses were found to be defective on 9/16. While none of the lenses were implanted; two planned cataract extractions and lens insertions were cancelled as a result. The 24 defective lenses identified the same day, were given to the company representative who forwarded to home office..